Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and they were unable to clear the alarm. Customer was sleeping when the error occurred. Customer also stated that they are unable to complete the rewind sequence and that the pump may have gotten wet from her sweat. Customer's blood glucose was 250 mg/dl at the time of the incident. Troubleshooting was done for motor error and was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had no button response due to corroded keypad traces. Unable to verify the motor error or battery out limit alarms due to the button/keypad anomaly. The motor passed the motor test. The pump had a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches, a cracked display window, and a missing end cap sticker.